Event description:
An attempt was made to use an nc euphora rx balloon catheter to treat a non tortuous, moderately calcified lesion in the left anterior descending branch (lad). The device was inspected prior to use with no issues noted. Negative pressure was performed with no issues noted. The target lesion was pre-dilated using two non medtronic devices. The first pre dilation device used was a 2.0x10mm, followed by a larger cutting balloon 2.5x10mm device. Both were used at nominal pressure. There was an insufficient amount of expansion after the initial pre dilation using the 2.0x10mm device however a good expansion was achieved after the use of the non medtronic 2.5x10mm cutting balloon device. After a 2.5-50 none medtronic device was used there was an insufficient amount of stent expansion. The nc euphora 3.0x12mm device was used to post dilate. The nc euphora device did not pass through a previously deployed stent. No resistance/discomfort was encountered when delivering the product. Excessive force was not applied during delivery. It was reported that time was taken to expand the nc euphora device during inflation. Balloon deflation difficulties were also encountered where by the product did not contract at the lesion site. When the systolic difficulty occurred, the balloon did not deflate at the lesion site so all was removed, including the guide. When de ablation was performed all of them were collected, including the guide so that they could not contact and become ischemic. It was detailed that when the guiding was engaged and checked it was discovered that the stent that had been placed had disappeared. After placing the same size stent again, the stent that had moved was confirmed in the upper arm so it was collected using a snare. It was reported that the patient had no health damage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there were no issues noted when removing the protective sheath and stylette. It was stated that the nc euphora was fully inflated but it took more time than usual. Deflation difficulties were noted after the first inflation. The balloon was not moved or repositioned while inflated. Intervention was required to remove the nc euphora device. The use of the nc euphora did not contribute to the stent being moved from where it was deployed. A medtronic stent was not being used during this procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: a non-medtronic stop cock was attached to the device on return. Kinks were evident on the hypotube. The balloon was deflated on device return. The balloon material had pulled over the tip and was folded in on itself. Blood was visible in the balloon. Contrast was not visible in the balloon. Blood was visible in the guidewire lumen. Proximal balloon bond was necked. The balloon failed negative prep. It was not possible to preform inflation or deflation testing due to the condition of the proximal bond. Kinks were evident on the distal shaft. A kink was evident on the core wire. Upon visual inspection a tear was evident on the distal shaft, immediately distal to the exchange joint. No other deformation evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon was pierced with a non-mdt guide wire with a heavy tip load but it did not deflate, so the device was pulled out of the guide catheter by force. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.